Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device would go into the stop mode without the patient pressing any buttons and start delivering unintended insulin from the priming function of the device. This has occurred on 3 different occasions causing the patient to have hypoglycemia. The patient was able to eat something to increase her blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.